Manufacturer narrative:
The insulin pump was received with the block option turned on. The buttons functioned properly after turning off the block option. No button anomalies were noted. The insulin pump was received with a cracked case at the display window corners. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported that the insulin pump's bolus buttons were no longer responding. Customer did not recall any significant events leading up to this issue. Blood glucose level was 82 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.